Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an ansm declaration in which a pharmacist reported on behalf of customer who encountered a low reading issue. It was reported that on (B)(6) 2022, customer received sensor scans of 61 mg/dl, 64 mg/dl, 55 mg/dl, and 54 mg/dl and on (B)(6) 2022, received unspecified sensor readings that were lower than the customer felt. A nurse came to the customer's home and provided fruit juice for treatment, however, after an unspecified amount of time the customer was taken to the hospital where they were hospitalized due to hyperglycemia. The duration of hospitalization is unknown. There was no report of death or permanent injury associated with this event. The pharmacy was contacted, however, no additional details could be obtained as the pharmacy declined to share personal details of customer.